Event description:
Mobi-c p&f us : disassembled during implanting/repositioning. A sales representative reported that fell apart during implanting / repositioning. It was reported on the complaint report that as the implant was being implanted, the surgeon needed to reposition the implant, and when he pulled back the inserter, the lower mobi-c plate became dislodged from the peek cartridge. A new implant was opened to save time. The parallel distractor was used along with the mobi-c caspar retractor. Proper caspar pin placement occurred. The implant that was reopened was the same size as the one removed. No additional endplate preparation was needed. Additional information received on april 1st 2019: the patient left the hospital in good health, and has not returned for a regular scheduled check up at this time. The depth stop adjustment was initially set at zero. The surgical technique followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant) was followed. The disc space was under distraction. Slight resistance was felt while inserting the prosthesis, this confirmed the implant was the correct height. The reporter did not know if the prosthesis could have been inserted with an angle or if a rotational move was done while inserting prosthesis. The same technique was followed for the first and second implant. The mobi-c no touch level was not used, the reporter stood at the foot of the bed to confirm rotation was accurate. The surgeon used the parallel distractor multiple times through the decompression.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It was reported that the product was discarded. Therefore, no product evaluation could be performed. From the information provided, the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as reported, the surgeon tried to reposition the implant and no new distraction was required. However, as indicated in st : if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ. It was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. However, the use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique. The investigation found no evidence to indicate a device issue. Root cause: implant mishandling (repositioning without new distraction and absence of mobi-c no touch level use).

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It was reported that the product was discarded. Therefore, no product evaluation could be performed. Attempts have been made to collect additional information concerning the reported event without any responses yet. Investigation is still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us: disassembled during implanting/repositioning. A sales representative reported that the device fell apart during implanting / repositioning. It was reported on the complaint report received that as the implant was being implanted, the surgeon needed to reposition the implant, and when he pulled back the inserter, the lower mobi-c plate became dislodged from the peek cartridge. A new implant was opened to save time. The parallel distractor was used along with the mobi-c caspar retractor. Proper caspar pin placement occurred. The implant that was reopened was the same size as the one removed. No additional endplate preparation was needed. There was no patient impact or surgery delay more than 30 min. Attempts have been made to collect additional information concerning the reported event without any responses yet.